Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had hospitalized due to high blood glucose level. Customer alleged insulin pump was under delivering. Blood glucose level at the time of incident was 400 mg/dl and the latest blood glucose level was 140 mg/dl. The current blood glucose level was 70-80 mg/dl. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was active at the time of incident. The troubleshooting was performed. The insulin pump will not be returned for analysis.